Manufacturer narrative:
Manufacturing site evaluation: the pin of the scissors has been put out of the groove. Additionally, there is a crack in the ceramic insulation. This only happens due to mechanical overload (bending). There are no hints for material or product errors. No corrective action required.

Event description:
Country of complaint: (B)(6). In a patient of (B)(6), during a gastric bypass in a morbid obesity, while the same scissors was used since the beginning of the intervention, the metal part of the scissors broke - obligation to change the scissors during surgery which increased the duration of anesthesia.